Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer blood glucose level was 475 mg/dl. The customer was treated with insulin pen. Customer reported they did receive a sensor updating or sensor glucose not available alert and change sensor. It was unknown whether the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.